Manufacturer narrative:
Additional information: additional information indicated the first sapien 3 valve had been positioned 50:50 and deployed 95:5 (aortic/ventricular), resulting in mild paravalvular leak (pvl). A second valve was placed lower within the first valve in an 80:20 (a/v) position. Repeat echo confirmed pvl had been reduced to trace. The malposition was attributed to ¿poor CT quality and suboptimal room angle.¿ pvl was most likely due to malposition. The patient¿s native annular measured 415mm². The patient had mild native valve/leaflet/lvot calcification. Both the image intensifier angle and coaxial alignment of the delivery system and valve were described as "poor", ventilation was held and there was no loss of pacing capture. Patient left the room in stable condition. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the pvl was likely caused by procedure factors (poor CT quality and suboptimal imaging intensifier angle) and too aortic positioning. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
It was reported through the patient registry that during the transfemoral tavr procedure, the patient received two 23mm sapien 3 valves.